Event description:
It was reported during insertion, the spring wire guide became kinked. The procedures are being performed in the ccu. Per the physicians, the wire feels more flimsy than it used to. It easily kinks and rolls back on itself. It is shredding easily. It is believed the thickness of the wire has changed.

Manufacturer narrative:
(B)(4).